Manufacturer narrative:
(B)(4). Date sent: 6/24/2025. D4 batch #364d99. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks and knife was damaged (bent). The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media, however, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 364d99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/30/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap hemicolectomy surgery, after fired, noted that the tissue was not cut completely and the knife could not return knife automatically. As the tissue was cut off, removed the device from the patient through tissue gap. Used suture to oversew. There was no patient consequences reported. No additional information could be provided.